Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that during the resident's transfer from the wheelchair using maxi move lift and the sling the resident slipped out of the sling onto the floor. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for this failure mode is currently considered to be low. The maxi move lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the sling and the lift which work together as a system were found to have been to specification when the event took a place. It can be established that the system was being used for patient care when the event took place but it appears it contributed to the event possibly due to an use error. A drill down analysis was conducted into this event. Based on our product knowledge and many simulations performed for many slings type there are few elements which could contribute to a person sliding out from the sling: - inadequate sling size used for transfer (several sizes off): in this case it appears quite possible that for example the gap between the leg straps is so big that the body of the person will slide out entirely at the bottom of the sling. This is not likely to occur when there is only one size difference as the gap would not be big enough at least should all other instructions in the IFU be followed. - an obvious wrong application of the sling (e.g. Sling used upside down, wrong type of the sling used). Also, in this case the body the person could slide out entirety as the shape of the sling would not support the body. - a sling clip detaching or not being attached to the lift device before starting the transfer. Comparing the possible scenarios described above to the event description it appears likely that the size of the sling used for this patient - extra large size - was not correctly. The patient's weight was indicated to be (B)(6) which appears to fit to the medium size of the sling. Therefore it appears likely that 3 size larger sling was used for the resident's transfer. Additionally, it was indicated that the left shoulder clip of the sling was not attached properly to the spreader bar of the lift. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked if the clips are correctly attached and remain in tension as the weight of the patient is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. It was indicated by director of care that a human error was the reason of the incident and feels that the left shoulder clip of the sling was not attached to the lug of the lift correctly and that the inappropriate sized sling was used. Therefore, it can be supposed that the clips were not checked to be in place and not monitored to be in place and additionally inappropriate sling size was used. Factors described above could contribute to the resident's fall. Following our evaluation we can conclude that the use error cannot be ruled out, especially as no malfunctions were found on the lift and the sling that could have caused or contributed to the event. Therefore, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents, and that only due to this the device contributed to the event. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the correct lifting procedure and all steps concerning choosing the sling for transfer. This is to be communicated to the customer. We found this complaint to be reportable to competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 16 may 2016 arjohuntleigh received a customer complaint where it was indicated that a resident was being transferred from wheelchair to bed using maxi move lift and clip sling and fell out of the sling. The resident fell out of sling seconds after raised from the wheelchair. Neither staff was looking at resident when she fell. It was indicated that staff member was wiping water off the floor as the resident hit a water bottle which spilled on floor. A second staff was moving wheelchair from resident and didn't see her fall on floor. The resident landed on her back in front of her bed from approximately 3 feet high. Resident didn't seem to have suffered injuries nor exhibiting pain. However, the resident was put in bed after the incident and 20 minutes later was sent to hospital as her arm started to swell. It was reported that the resident sustained left humerus fracture. Following the information received, director of care indicated that a human error was the reason of the incident and feels that the left shoulder clip of the sling was not attached to the lug of the lift correctly and that the inappropriate sized sling was used.